Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: investigation summary ==> the complaint device is not being returned, it was discarded by the customer, therefore unavailable for a physical evaluation. With the information provided, and without the complaint device to evaluate, we cannot determine a root cause for the reported failure. A manufacturing record evaluation was performed for the finished device lot number (6l60607), and no non-conformances were identified. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. Device history lot ==> a manufacturing record evaluation was performed for the finished device lot number (6l60607), and no non-conformances were identified.

Manufacturer narrative:
Product complaint #: (B)(4). Device was used for treatment, not diagnosis. UDI: (B)(4).

Event description:
It was reported by affiliate via complaint submission tool, that while performing a labral repair utilizing lupine br ds w/orthocord, after inserting the anchor and beginning to tie his knots, dr noticed that the violet orthocord stitch had become frayed and it eventually snapped. By all appearances he had successfully tied down two knots before it snapped but it was hard to determine if the suture came out of the box with an issue or if he punctured it with a sharp object while working in the joint space. In any event he was upset with the product. Case went on with a 2 minute delay. No patient consequence reported.